Event description:
In march 2003, ohio medical instrument co., inc. (Omi) was contacted by their parent company, schaerer mayfield schweiz ag, and informed of a possible condition which could occur with the model 7100 general surgical table and the 7300 surgery table. The suspect tables were produced by schaerer mayfield schweiz ag between february and october 2002. The column covers may have a burr or sharp edges that could possibly cause damage to the hydraulic hose(s). Please note that this condition has been determined not to be a pt safety issue but could possibly hinder the performance of the product. Schaerer mayfield schweiz ag reported that four customer complaints outside the USA have been received since distributing the above mentioned tables. Schaerer mayfield schweiz ag reported that there was no pt injury and no threat to pt safety. Omi has not received any customer complaints to date.